Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues related to the event. Although a root cause cannot be conclusively determined, it is likely that the dropping of the controller lead to the reported trauma at the driveline site. The patient stated that he does not utilize the manufacturer approved accessories to carry his controller and that after using the holster-type carrier there have been no further traumatic events to his driveline. Information does not reasonable suggest that the device caused or contributed to the reported event. There are patient factors that may have contributed to this event. There was no allegation of a device malfunction or a procedure related issue in relation to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline trauma is a potential event that may be associated with use of the product. Bleeding is also a known potential complication associated with all patients implanted with vads. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. The patient manual cautions the user to not drop the controller or other equipment. Dropping the controller could cause sudden stoppage of the pump. Dropped equipment should be reported and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient had repeated driveline trauma. Telephone notes on (B)(6) 2014 and (B)(6) 2015, and an office visit note on (B)(6) 2015 reported driveline tears. A significant skin tear at the foley anchor site was noted requiring pressure to stop bleeding. It was stated that this was a recurring problem. A note from office visit on (B)(6) 2015 indicated that the cause of the trauma was due to the patient carrying the controller and subsequently dropping it instead of using the controller carrier. The patient reported at follow-up office visit on (B)(6) 2015 that no further incidents of driveline trauma have occurred and he is using the holster-type carrier for his vad equipment that is giving him good support. The event was considered resolved on (B)(6) 2015. The patient was not hospitalized for this event. The primary investigator deemed the event as unrelated to the lvad procedure, lvad device, and patient condition. No further information was provided.